Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the flow sensor on delphin centrifugal control system displayed a "back flow" when there was no flow. As a result, an alternate device was employed. The perfusionist replaced flow sensor with a back up flow sensor and the flow reading was correct. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.